Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. It was stated that the pump was removed in 2007, 10 years ago. The hcp did not know the answers to the follow-up as they had never seen the patient. There were no further complications reported or anticipated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain. The patient went through multiple revisions on the pump and one of those lead to a fairly extensive infection. It was stated that the patient had multiple revisions as well as infections. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.